Event description:
On august 14, 1994, a patient was being ballooned with a catheter when it started alarming "check iab catheter." The catheter was then filled, and pumping continued. The balloon wave form showed evidence of helium loss. Twelve mm. Of blood was noted backing up into the iab tubing. The catheter was then removed and replaced. The catheter was returned to the manufacturer.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.